Manufacturer narrative:
Investigation findings: the tray with the tubing set was recevied for evaluation. A visual examination found seal residue on the lid section that was noted to be unsealed. This is the only reported problem for this failure related to this lot number. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer reported that the packaging for this sterile tubing set was found on the shelf at their facility unsealed. The tubing set was not used and this event did not result in any injury or surgical delay.